Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "120 mg/dl" compared to "90 mg/dl" on a onetouch ultra meter, performed within 30 minutes of each other. The reporter also alleged another inaccurate high result on the subject meter compared to another, unknown, onetouch meter; however, no results for the comparison were provided. This complaint is being reported because the reported results did not/may not meet lifescans accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.